Event description:
The customer complained of erroneous results for 2 patient samples tested for trop t sensitive. The erroneous results were reported outside of the laboratory. The date of event is not known for either patient. For both patients, the trop t sensitive result on the cardiac reader meter was between "50-100 ng/l." Patient 1 was sent to the hospital where a new sample was obtained and the result was 6 ng/l on a cobas 8000 system. Patient 2 was sent to the hospital where a new sample was obtained and the result was 8 ng/l on a cobas 8000 system. No adverse event was reported. The cardiac reader serial number was (B)(4). Neither the cardiac reader nor a similar device is sold in the unites states.

Manufacturer narrative:
The customer sent in the cardiac reader for investigation. Retention samples of the same lot that customer used were tested. The results of all measurements on the h232 cardiac reader used for investigation fulfill requirements. The results of the measurements on the h232 cardiac reader sent in by the customer showed irregularities. Elevated results were identified on the cardiac reader sent in by the customer.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Upon further investigation of the customer's h232 instrument, it was determined that the optical mirror was very dirty. There were abrasion marks and a coating that can be caused by cleaning fluid. The coating on the optical mirror changes the light conditions in the measuring field which can increase the likelihood of producing falsely elevated test results.